Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The device evaluation was unable to reproduce the reported system fault (sf189) error message and found that the device failed to charge its internal battery while connected to an ac power source. Performance testing on the returned device found no abnormalities with the device or the internal battery. Review of the device logs revealed a single occurrence of the system fault sf189. Based on all evidence and previous investigations of similar complaints, the investigation determined that the error message (sf189) and the charging failure were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the mother board. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message ((B)(4) ) indicating a loss of communication with the mother board. There was no patient injury reported as a result of this incident.